Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021. The patient's had no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. During interrogation, it was noted that there was oversensing on atrial channel of the implantable cardioverter defibrillator (ICD) which led to episodes of inappropriate automatic mode switch (ams). The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of atrial oversensing was unconfirmed. The stored electrograms were reviewed and no atrial oversensing was observed. Bench testing was performed, which included sense testing, and the device showed normal function.